Event description:
It was reported that the patient underwent an advancexp sling procedure in 2019, and had continued incontinence following procedure. The patient came back to the operation room on (B)(6) 2021 for a new artificial urinary sphincter (aus) device. The patient is fully recovered.